Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that after charging the ins, it will shut off after it has been on for 15-20 minutes. It was reported that this has been happening since a month or two ago. It was reported that it takes all day to charge the ins. The patient reported that they have an adaptive stimulator and the stimulation is not changing with body position. The patient programmer was synced with the ins and it indicated that the stimulator was on. The patient confirmed that they could change amplitude, groups and or programs. On (B)(6) 2017 patltr (con): additional information received from the patient stated that the device cut back from full power to one half power while they were standing up. The patient reported that they do not have a programming device and need to see someone who can program the device. The patient reported that no appointment has been set up yet.